Manufacturer narrative:
The reported events were dislodgment and inadequate capture. As received, a complete lead was returned for analysis. Visual analysis noted the helix was stretched and damaged as confirmed with x-ray examination as well. The helix mechanism test was unable to be performed due to the helix stretched / damaged as received consisted with procedural damage. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead was dislodged as confirmed via fluoroscopy and exhibited high capture threshold. The lead was explanted and replaced. The patient was stable.